Event description:
It was reported that the customer seek medical assistance due to unexplained high blood glucose. The caller stated that the insulin pump was tested and the insulin was not coming out, but the device did not alarm no delivery. The husband mentioned that the customer has taken shots and her glucose level dropped. Troubleshooting could not be performed as caller did not have the device available. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.